Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the touchpad due to it registering multiple touches in the center. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on failure analysis. The touchpad was installed onto a golden system (is 4000) and triggered the error 75. The error 75 was also confirmed in the system logs. There were no issues found during visual inspection. Root cause is attributed to a defective component. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the system arms had sluggish movement. No troubleshooting was completed as the caller was not with the system. The procedure was converted to a new system. The issue was escalated to intuitive field service. There were no reports of patient injury.